Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pump did recover within the 48 hour period. However, the physician later provided "on friday" that the pump had stalled again for no reason and as of "sunday" it still had not yet recovered. A stopped pump period may exceed tube set was noted in the session report. The plan was to explant and replace the pump on (B)(6) 2015. The pump was to be returned for analysis. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
Additional information received reported that the device had been explanted and would be returned.

Event description:
It was reported that the patient heard a critical alarm going off and upon interrogation it a motor stall was noted. It was not close to the patient¿s refill date. The patient was not exposed to a magnetic resonance imaging (MRI) scan or strong magnets. A single bolus was programmed which was not able to be delivered due to the pump stall. It was noted that the patient was to be seen within 72 hours to verify a motor stall recovery. The patient was to be seen ¿today¿ to verify pump function. It was provided that the stall recovered within 48 hours. However, additional information noted that the patient was seen on (B)(6) 2015 and the pump read that a motor stall recovery had occurred. However, it was now reported that the pump was stalled for more than 48 hours but there was no tube set message. Diagnostic testing was done but no details were provided. The issue was reported as unresolved and the cause was undetermined. No patient symptoms were reported. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information was requested to clarify the timing of the recovery, final resolution, and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).